Manufacturer narrative:
Investigation determined a short length of pipe, supplying the bicarbonate mixer with water, was not flushed/rinsed after disinfection. This small volume of water containing the chemical was used in the production of a large batch of bicarbonate solution, for use on patients. No device failure. Procedures for system disinfection/rinsing were not properly followed. This complaint will continue to be monitored through the mar cor complaint handling system.

Event description:
It was reported to mar cor on (B)(6) 2017 that 39 dialysis patients were potentially exposed to low levels of minncare hd during dialysis. No adverse events to patients has been reported.